Event description:
There was a report from the USA stating that a device, an xmax motor, had hose damage. The device was being used in surgery at the time of the event but there was no patient or use injury or any stated intervention. No additional information was provided.

Manufacturer narrative:
The device, an xmax motor, was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).